Event description:
The radio frequency (rf) head was returned with no information and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the radio frequency (rf) head was returned and analysis found a telemetry problem. When attempting to interrogate a device if the cable to the head was moved the connection was lost.